Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the sound emitted from the device speaker is distorted. Emitted volume level was not impacted. It was found that a 0.2w rated speaker was installed into the device. The correct speaker should be a 2w speaker. The correct 2w speaker was installed and the device functioned as designed.

Event description:
It was reported that the device's speaker sound very low and muffled. No known impact or consequence to patient.